Event description:
The customer stated that the insulin pump alarmed button error. Troubleshooting was performed, and the customer stated that the buttons were not pressed for more than three mins. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.